Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced. Goods has not been received for investigation, despite several reminders. The received device log files could confirm the reported failure with a broken oxygen gas module. We could trace back the reported problem to november 10, therefore the date of event was determined as 11/10/2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The log files indicates a broken inlet pressure sensor, but as no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the o2 gas module of the ventilator was faulty. There was no patient harm. Manufacturer ref.#: (B)(4).